Event description:
It was reported that a dissection occurred. The target lesion was located in the mid-right coronary artery. After pre-dilatation with a non-compliant balloon, a 2.25 x 38 synergy ii drug-eluting stent was deployed. The physician noted a stent dissection. Another stent was then deployed to cover the dissected area. The procedure was completed, and no further issues were reported.